Manufacturer narrative:
The reported field event of high voltage circuit damage was confirmed in the laboratory. Upon receipt, the device was interrogated with a programmer and an alert for possible high voltage circuit damage detected was noted. The device was tested using automated test equipment and output circuit damage was noted. The root cause of the output circuit damage could not be determined.

Event description:
It was reported that the patient presented to the ER due to a vibratory alert. Upon interrogation a previous alert for possible hv circuit damage and an alert for capacitor maintenance attempt were observed. A capacitor maintenance was attempted but the charge was aborted. The device was explanted and replaced.